Event description:
The patient presented to her primary care provider with a 1-week history of rectal pain and fever. Antibiotic therapy was initiated but 3 days later she presented to the ed due to no improvements in symptoms. CT demonstrated penetration of the ivc by at least 3 struts. CT also showed a primary strut that was absent and unaccounted for, and the rightmost penetrating filter limb was associated with a surrounding region of inflammation involving the appendix. The patient underwent open laparotomy and removal of appendix with general surgery. Operative findings included numerous interloop and small bowel to abdominal wall adhesions and a large, thin-walled cyst containing a nonpurulent fluid that displaced the appendix posteriorly. The medial aspect of the appendix was associated with a fibrotic stump that adhered it to the retroperitoneum and correlated well with inflammatory findings on the preoperative CT. Histologic analysis revealed fibrous obliteration of the appendix tip. Upon recovery, the patient was referred to interventional radiology for complex ivc filter removal. In the interventional radiology suite, spot radiographs of the abdomen demonstrated an anteriorly tilted cook celect ivc filter with multifocal penetration and a missing primary strut. After placement of an 18 f sheath, a 16 f laser sheath, was coaxially inserted and removed using a combination of excimer laser and wire loop technique.